Manufacturer narrative:
Results: a sample was not returned for evaluation. As bd is aware of pbbcs complaints for tubing leakage a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. A sample is not available for evaluation.

Event description:
It was reported that while using the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in there was blood leakage from the tubing. No mucous membrane exposure reported.